Manufacturer narrative:
Patient¿s weight was not provided. The referenced report of the pump exchange due to suspected driveline compromise is covered under medwatch MFR #2916596-2017-00882. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year, 6 months. Device evaluation: the explanted pump was returned for evaluation. This medwatch report covers the incidental investigation findings of thrombus. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing. The severed portion of the driveline was returned. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. Examination of the outlet stator revealed a red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017, the patient underwent a pump exchange due to suspected percutaneous lead (driveline) wire compromise. During investigation of the returned pump, thrombus was found inside the pump.